Event description:
A customer reported the glidescope core 15-inch fhd monitor was freezing during a bronchoscopy. The monitor was turned off and back on and started working properly. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The glidescope core 15-inch fhd monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to replicate the reported freezing issue. When connected to verathon's test equipment, the monitor functioned as intended. Visual inspection did not idenify any damage to the monitor. The monitor passed verathon's device functionality testing and confirmed to be within specification.niether the cable nor the bronchoscope used during the bronchoscopy were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to service. No further investigation is required at this time. Verathon will continue to monitor for trends.